Event description:
Caller alleged discrepant results compared with the lab. Results as follows: inratio: 1.8, re-test: 3.7. Inratio: >7.5, re-test: 6.2. Lab correlation: inratio: 4.4, lab: 4.9.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time of complaint was filed: date: (B)(6)2010, inratio: 1.8, reference: 3.7, mean: 2.75, confidence limits: 1.7-3.8. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: unknown, inratio: 4.4, reference: 4.9, mean: 4.65, confidence limits: 2.6-6.9. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inratio precision data provided by end-user lot: date: unknown, 1st inr: 7.5, 2nd inr: 6.2, mean: 6.85, sd: 0.92, %cv: 13.42. Since 13.42% cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Customer obtained sample from heel stick. Inappropriate collection of blood sample may contribute to inaccurate inr results. Conclusion: sample collection from heel may affect inratio inr results. Retain strips from lot #218917 were tested in a previous case from (B)(6)2010. Product discrepancy was not established in retain strips. As of 03/30/2010, 9 discrepant result complaints were reported for lot #218917 yielding a complaint rate of 0.011%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. Corrective action not required at this time.